Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced shocking sensations. The patient's family believes the device was causing the patient to go into cardiac arrests and seizures. It was noted that the patient had not used their device for several months and had a history of cardiac arrests prior to implant. Nevro attempted to obtain additional information from a healthcare professional regarding the nature of the symptoms but was unsuccessful. The patient is planning to remove the device in the future.